Event description:
It was reported that the pump battery " takes very long to get to 20%". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.